Event description:
The user facility biomed reported that the device was in the biomed shop for a preventative maintenance (pm) service and while performing the operational verification procedure (ovp) the device went inop. The biomed also reported that there were multiple errors listed in the error log.

Manufacturer narrative:
(B)(4). A carefusion technical support specialist recommended that the biomed check all of the cable connections within the device to ensure that they are all seated properly and secure. On (B)(6) 2015 the user facility biomed contacted the carefusion technical support specialist and reported that after checking all of the cable connections the device is no longer inop, but is now auto-cycling. The carefusion technical support specialist in conjunction with the user facility biomed found that the expiratory pressure and expiratory flow transducers had drifted. The carefusion technical support specialist recommended that the biomed recalibrate the transducers and call back if that does eliminate the auto-cycling. As of 06/02/2015 that has been no additional issues with this device reported by the user facility.